Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that they believe the implantable neurostimulator (ins) battery has depleted, and it is unknown if the implant is on or not as of an unknown date. It was stated that the patient has not had their ins checked for a long time, and that they are having a sudden onset of parkinson's symptoms with some cognitive issues. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.